Event description:
It was reported that the patient expired due to sepsis. The cause of the infection is unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.